Event description:
Event description guidant received information that the ventricular lead attached to this heart failure device has an impedance greater than 2500 ohms. The caller has programmed the lead to pace unipolar and sense bipolar.